Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer stated that they experienced low blood glucose as well. The customer declined to troubleshoot for low blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was over 1300 mg/dl at the time of the incident. The customer's blood glucose was 121 mg/dl at the time of call. The customer stated that the no delivery alarm was resolved by a complete set change. The customer stated that the ambulance was called. The customer stated that they were on insulin drip and IV fluids. The customer stated that they were wearing the insulin pump at the time of ambulance call. The insulin pump will not be returned for analysis.